Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's driveline had sheath damage proximal to a previously repaired area. It was reported that the damage was due to "aging". Servicing was performed and the driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection and visual evidence of the driveline cable revealed a fracture in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. An internal investigation investigated driveline sheath damages. Based on the investigation, the most likely root cause of driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. If information is provided in the future, a supplemental report will be issued.